Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a spinal fusion at t6-l3 due to scoliosis. Post-op, left of t6 screw was deviated from pedicle and went into the spinal canal. Nerve symptom was developed due to screw protrusion. Revision surgery is scheduled to remove the deviated screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.